Event description:
Boston scientific received information that this patient was admitted to the hospital for worsening heart failure. During interrogation, it was noted that maximum sensor rate had occurred for the patient, and may have been related to an interaction with medical electronic equipment in the room. The physician believed that this high rate pacing also may have contributed to worsening heart failure while in the hospital.

Manufacturer narrative:
The device was reprogrammed to remedy the issue and remains in service. In the near future, it was noted the pacemaker would be replaced with a cardiac resynchronization therapy defibrillator (crt-d). No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device was recently explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) to address the patient's worsening heart failure. No adverse patient effects were reported.